Manufacturer narrative:
The device was returned and tested, and no issues were noted with the device as it passed all testing. The complaint was unable to be confirmed, and root cause is undetermined. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "for the past year, we've been performing umbilical hernia surgeries with this protected electrocautery blade, and we have been fully satisfied with it. However, for the past month, surgeons have started reporting that when they begin the surgery (after the incision with the scalpel), they proceed with the protected blade electrocautery. They start the dissection using the cut function on the electrocautery, and the cautery turns on along with the connected smoke evacuator. However, the tissues are not being cauterized. Everything works fine with the coag function, but the cut function doesn't work. Sometimes, the surgeon injects the tissues with marcaine at the beginning of the surgery, but we do not notice any difference in conduction whether the infiltration occurs at the start or the end of the procedure."

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.